Event description:
Hcp reports patient presented in may 2005 with symptoms of withdrawal, then sedation after an intrathecal pump refill. The intrathecal pump print out was reviewed and documented. The old medication in the pump was removed and the pump was filled with new medication. Upon refill of the pump in june, 2005, the pump was found to be malfunctioning. The hcp reports the pump was first giving too large a dose then too low of dosage. The device was explanted after 55 months implant duration and returned to the manufacturer for analysis. The patient recovered without sequela.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.